Event description:
It was reported that patient presented in hospital with heart failure symptoms due to chronic atrial fibrillation. Upon interrogation, there was oversensing due to noise and myopotentials exhibited on the implantable cardioverter defibrillator. An electrocardiogram showed occasional dropped beats. No interventions were performed. The patient was discharged and will be monitored remotely via merlin.net transmissions.